Manufacturer narrative:
The lens was returned for evaluation. Solution and blood are dried on the lens. The lens has been cut in half. One portion of the lens is pressed against two posts in the lens case. A corner of the lens where the lens was cut is broken. The lens was cleaned with lphse. Cracks are observed. A scratch is observed along the edge of the anterior surface of the optic. Multiple fibers are observed on both pieces of the lens. Qualified associated products were indicated. The reported scratch and foreign material was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The origin of the foreign material is unknown. There is one other complaint in the lot. The manufacturer internal reference number is: 2020-74585

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the surgeon inserted and removed the iol due to seeing foreign material and a scratch on the iol. There was no harm to the patient. Additional information was requested.